Manufacturer narrative:
Concomitant medical products: huber needle; needleless connector; therapy date (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that chemotherapy primary tubing cracked at connection to huber needle.